Event description:
During surgical wrist arthroscopy, dr was using co's mini motor drive and blades. Small metal fragments came out from shaver. Shaver immediately removed from field. Wound was copiously irrigated with lactated ringers. Irrigation. No metal fragments seen after irrigation.